Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. Customer changed the site and the occlusion reoccurred. Blood glucose (bg) was over 500 mg/dl with moderate ketones. Bg was addressed with a manual injection. Reportedly, customer declined to perform troubleshooting.